Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post two plate and screw implantation left distal humerus on (B)(6) 2010 returned to surgeon complaining of pain. Pt was returned to operating room on (B)(6) 2011 and all hardware was removed. Surgeon noted fracture was healed with pt not needing revision hardware. This is 11 of 17 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Reportedly the patient fell while skateboarding. The patient is a pediatric patient. It was reported the patient sustained pediatric elbow with prominent hardware. This report is for a 2.7mm cortex screw. This is 11 of 17 reports for the same event, (B)(4).